Manufacturer narrative:
Customer did not return product or sample for serological testing. Informed customer that the event appears to be related to the nature of the antibody. Customer did not return same for testing.

Event description:
Customer reported unexpected negative reactivity in antibody screen test using tube method in one patient who has anti-c. Testing was performed with panoscreen I,ii, and iii.